Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Concomitant medical products and therapy date: detail of product: item name: head adapter m/0; 12/14-18/20. Item number: 0100185146l lot #: 2428534. Item name: metasul durom, component for acetabulum, uncemented, 50/44, code j. Item #: 0100214050; lot / software release #: 2470321. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
We have been informed by njr that the patient underwent revision surgery due to adverse reaction on metal debris and lysis.

Event description:
No event update.

Manufacturer narrative:
DHR review: the quality records indicate that these components met all requirements to perform as intended trend analysis: trend has been identified and CAPA was initiated and performed. Review of event description: - it was originally reported in 2014 that the patient was revised on (B)(6) 2014 due to loosening and osteolysis. Surgeon performed the revision as the x-rays showed that there were some areas of bone loss in the calcar of the proximal femur and superior quadrant of acetabulum. Stem was retained and only the durom cup, metasul head and head adapter were revised as the evidence of osteolysis locates only in the joint capsule. This case was reopened on aug 2018 as new information was received. The implant date was feb 24, 2009. The reasons for revision include adverse soft tissue reaction to particle debris and osteolysis near the stem. Initially, the implant date was reported as 2007. It is changed to (B)(6) 2009. Review of received data: - the received njr data was reviewed. The primary surgery was performed on (B)(6) 2009. The stem fixation was cementless. The reason of revision were adverse soft tissue reaction to particle debris and osteolysis-stem. The database fields for loosening and osteolysis-socket were marked as "no". - no other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis. - visual examination: the cup shows some remains of bone attachment were found on the anchoring side. However, the porous coating exhibited lack of bone on growth. Slightly polished-like areas are visible on the porous coating of the durom acetabular component. In addition, a high level of carbides slightly protruded from the original surface at the loaded area of the metasul head. Moreover, small areas with corrosion are visible such as surface changes due to fretting corrosion on the inner surface of head adapter. Review of product documentation: - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion summary it was reported that the patient was revised due to loosening, osteolysis and adverse soft tissue reaction particle debris. The visual investigation did not reveal any sign of loads on the rim or other wear-related phenomena. It was not possible to identify clear wear zones to determine the wear values, therefore the wear rates are expected to be low. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. As it was reported that the osteolysis happened only within the joint capsule and the stem was remained in patient, it is unlikely that the osteolysis is caused by the stem. Further, the implant is metal-on-metal system with cementless fixation, the adverse soft tissue reaction could be cause by the metal debris. Mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. For these reasons adverse reaction metal debris is also considered as an indication of loosening. Therefore, this event can be characterized as the issue covered in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release and osteolysis). At least one of these error patterns is observed in this event. No further investigation required. Based on an extensive investigation on events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Zimmer biomet's reference number of this file is (B)(4).